Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that therapy was no longer effective for a patient, and the patient chose to have a complete explant of the system. It was noted that there were no symptoms related to the event and the patient suffered no injury or adverse event. It was reported that the implantable neurostimulator service life was ok. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.